Event description:
A surgeon reported a pt with decreased visual acuity and dry eye following intraocular lens (iol) implant surgery five yrs ago. He also noted opacification on the lens.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested. This report was mailed to FDA on: 04/08/2009.